Event description:
Healthcare professional reported right side deflation and implant exchange from textured to smooth due to the patient's concern with the device. Healthcare professional later reported right side "plug strap separated" observed during surgery. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: deflation: observed, one opening assessed as surgical damage. Plug strap separated: observed, delamination on the plug strap assessed as cohesive failure. Anxiety ¿ product / procedure: unable to observe since it is a medical event and is not related to the device. As per the investigation procedure, crease and wear abrasion were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported right side deflation and implant exchange from textured to smooth due to the patient's concern with the device. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: deflation.